Event description:
Soring group (B)(4) received a report that the stockert centrifugal pump displayed an error message during set-up, resulting in a loss of function. The pump was not used so there was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of soring group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.